Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 6 years and 11 months following the implant of transcatheter aortic valve, the patient was exhibiting symptoms of aortic regurgitation. It was then identified that the a leaflet tear was present. Subsequently, the patient received intervention in the form of a valve-in-valve replacement.

Manufacturer narrative:
This is a system report. The section d. Information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: brand name: enveopro delivery catheter system (dcs); product ID: envpro-16; lot: unknown; UDI: unknown; manufactured date: unknown; use by date: unknown; implant date: n/a; FDA site ID: 9612164. Updated: b5, b7, e1, h6, h11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 6 years and 11 months following the implant of transcatheter aortic valve, the patient was exhibiting symptoms of aortic regurgitation. It was then identified that the a leaflet tear was present. Subsequently, the patient received intervention in the form of a valve-in-valve replacement. Additional information was received that imaging performed to evaluate the valve showed aortic stenosis and moderate aortic insufficiency. Moderate mitral and tricuspid regurgitation were noted. There was calcification in the right coronary cusp (rcc), left coronary cusp (lcc) and non-coronary cusp (ncc). Plaque/thrombus was observed in the abdominal aorta, right common iliac (rci) artery, and left femoral artery (lfa) with possible left atrial appendage (laa) thrombus. A possible dissection was seen in the abdominal aorta, right external iliac (rei) and left common iliac (lci) artery as well as a possible calcified dissection in the abdominal aorta and lci.